Event description:
It was reported that the patient presented in the clinic for follow up, patient had a syncopal episode while riding his bike and fractured his leg. No vt/vf episodes were logged in the device and no noise was present on the real time egm. Patient is in stable condition and has been released from the hospital. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.